Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial#(B)(6) implanted: (B)(6) 2010 product type lead. Product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2010 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6), ubd: 09-apr-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #:(B) (6), ubd: 17-feb-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller was from the MRI center and has op report indicating the ins was explanted on (B)(6) 2024. Op note also indicates that a partial portion of the left side lead was left in as they couldn't remove it fully. Per caller, x-ray shows lead fragment in cervical area. Technical services (tss) reviewed pt not eligible due to lead fragment still present.

Manufacturer narrative:
Continuation of d10: product ID 3777-45, lot# serial# (B)(6), implanted: (B)(6) 2010, explanted:; product type lead, product ID 3777-45, lot# serial# (B)(6), implanted: (B)(6) 2010, explanted:; product type lead, review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.